Event description:
A report was received the patient was experiencing internal itchiness from the thighs to his knees while charging using the belt. It was noted that the stimulation was on while charging. The physician prescribed the patient to take allegra and was able to fully charge the stimulator with out any itching using the patches.